Manufacturer narrative:
Correction: section d - brand name, common device name, catalog number, serial number procode, and UDI number; h6 device manufacturer date correction: section d - brand name, common device name, catalog number, serial number procode, and UDI number; h6 device manufacturer date.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose was 243-244 mg/dl. The customer reverted to alternate insulin therapy.